Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated the device audio/alarm was not working properly. There was no report of harm/patient safety concern in this case.